Event description:
It was reported during a laparoscopic cholecystectomy the surgeon fired the clip applier twice without incident. On the third and fourth attempt the clip would not form. A second clip applier was pulled and the case was completed. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the formation of the clips. The reported incident could not be recreated.